Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch surestep enhanced meter was reading inaccurately low. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient did not recall when the alleged inaccuracy began. On unspecified dates/times, the patient claimed he obtained alleged low readings of "3, 4, and 5 mg/dl" with the subject meter at various times. The patient reported that the last reading he obtained with the subject meter was "16 mg/dl" and that was after treating self with something sweet after obtaining a lower result. The date/time of that result is also unknown. On an unspecified date/time, after the alleged issue began, the patient reported that he went to see a physician at a clinic because he did not feel well. The patient claimed he felt very dizzy and weak. At the time of the doctor's visit, the patient stated he was tested with the clinic's meter and obtained a blood glucose reading greater than "450 mg/dl" and was treated with insulin (type and dose unknown). At the time of troubleshooting, the patient did not have the subject strips with him and therefore, the cca was unable to confirm the condition of the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate low readings on the subject meter, administered treatment based on the alleged results, and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.